Manufacturer narrative:
Evaluation summary: no devices or photos were received, therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported the pt is experiencing pain.